Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left anterior descending artery (lad) extending to the 1st diagonal artery. A 2.50mm x 12mm liberté¿ bare metal stent was selected for use and advanced to the target lesion but was unable to cross. It was then noticed that the stent struts got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the liberte stent delivery system (sds) was received with no other devices. There was blood in the wire lumen and contrast in the inflation lumen. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. Microscopic examination of the stent did not reveal any damage or irregularities. There were multiple hypotube kinks. The hypotube was completely separated 50cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left anterior descending artery (lad) extending to the 1st diagonal artery. A 2.50mm x 12mm liberte bare metal stent was selected for use and advanced to the target lesion but was unable to cross. It was then noticed that the stent struts got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.